Manufacturer narrative:
(B)(4). E1 initial reporter street line 1- correction. G3 date received by mfg- additional information.

Event description:
Subsequent to initial MDR a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.